Event description:
During the implant procedure prior to insertion in the patient, the helix of the right atrial (ra) lead was found to be unable to extend normally. Another ra lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.